Manufacturer narrative:
Updated sections: g3, g6, h2, h6, h11. Additional device evaluation: further investigation confirmed initial failure analysis findings. The instrument grip cables were observed to be frayed near the proximal clevis pulleys, although the cables were not fully broken. Further inspection revealed that the chamfer at the proximal clevis ear was not appropriately sized, resulting in the proximal clevis to appear not to be as angled, when compared to the nominal beveled clevis edge. Additionally, the distal idler pulley showed signs of damage, which likely resulted from the interaction between the proximal clevis ear and the distal idler pulley, attributable to the lower chamfer. It was confirmed that the proximal clevis used in this instrument was manufactured prior to the drawing update, so it would not have been manufactured using the improved supplier controls for the clevis ear chamfer.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the force feedback fenestrated bipolar forceps instrument for failure analysis evaluation. The instrument was found to have a frayed grip cable at the distal idler pulley, with several broken wires; however, the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable, that would occur from improper flushing or rinsing during reprocessing. Further inspection revealed mechanical indentations and burrs on the edge of the distal idler pulley, but no pieces were missing. The grip cables adjacent to the indented pulley also showed damage. The grip cable was frayed as a result from the indented distal pulley.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted distal gastrectomy procedure, a wire on the force feedback fenestrated bipolar forceps (fbf) instrument was found to be broken. It is currently unknown whether any fragments may have fallen inside the patient or if fragments were retrieved. The surgeon did not observe any functional issues with the instrument during the procedure, and there were no collisions with any other instrument or tool during the procedure. The procedure was successfully completed robotically without complications, and no additional procedure or post-operative imaging studies, such as x-rays or ultrasound, were performed to assess for retained fragments.